Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0urdz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported not getting good relief. She had increased stimulation from 3.5 volts to 7 volts and was not feeling it, but therapy was reported to be on. She had been having a lot of leakage and was getting up 3 times a night. This had been occurring in the last week. The last time she got stimulation was on (B)(6) 2015 and it felt weak. She hadn't had stimulation since. No falls/trauma were related. A week and a half ago she had some discomfort at the implant site and she was worried about infection. Her doctor had checked it and all was well. It was then noted that she was at 3.4 volts and had increased to 7 volts on monday night and didn't feel any tingling. The patient was redirected to her healthcare provider (hcp) for possible program changes. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received from the consumer reported that they were not trained clearly in the use of the device and they changed to program 1. They were never able to up stimulation to get results. The steps taken to resolve the issues included an appointment with the health care professional (hcp). Program 3 was not working. Now they were on program 1 with a recheck in mid-december. The lack of stimulation was better but not completely.